Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "on (B)(6) 2026, a pneumoperitoneum machine was used during laparoscopic surgery with the pressure set at 13mmhg. The pressure suddenly rose to 40mmhg during operation. The machine was immediately shut down and replaced. No harm was caused to the patient." No negative impact in state of health reported.